Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("essure coil got expelled per cervical os") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of depression, dizziness, persistent vaginal bleeding, kidney stone (renal: kidney stones h/o kidney stones- last attack 7 months ago, takes hydrochlorothiazide(hctz) when she has a kidney stone), vitamin d deficiency, surgery (cholecystectomy appendectomy tubal ligation essure aug2009), anxiety, add and pap smear abnormal. Previously administered products included: melatonin, amphetamine, ergocalciferol, vitamin d2, hydrochlorothiazide, lorazepam, melatonin, bupropion and meclizine hcl. The patient had a family history of rectal cancer. On (B)(6) 2017, she experienced device expulsion (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysteroscopy,with endometrial ablationexploratory laparoscopy (shxlaparoscopic tubal ligation )). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.675 kg/sqm. [Ultrasound scan] on (B)(6) 2017: uterus sounded to 9cm, uterine cavity length 4.5cm, uterine width 3cm, and ablation time 75 seconds, occlusion of bilateral fallopian tubes at completion of procedure, successful ablation of endometrial cavity following novasure quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("essure coil got expelled per cervical os") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of depression, dizziness, persistent vaginal bleeding, kidney stone (renal: kidney stones h/o kidney stones- last attack 7 months ago, takes hydrochlorothiazide(hctz) when she has a kidney stone), vitamin d deficiency, surgery (cholecystectomy appendectomy tubal ligation essure (B)(6) 2009), anxiety, add and pap smear abnormal. Previously administered products included: melatonin, amphetamine, ergocalciferol, vitamin d2, hydrochlorothiazide, lorazepam, melatonin, bupropion and meclizine hcl. The patient had a family history of rectal cancer. On (B)(6) 2017,, she experienced device expulsion (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysteroscopy,with endometrial ablationexploratory laparoscopy (shxlaparoscopic tubal ligation )). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.675 kg/sqm. [Ultrasound scan] on (B)(6) 2017: uterus sounded to 9cm, uterine cavity length 4.5cm, uterine width 3cm, and ablation time 75 seconds, occlusion of bilateral fallopian tubes at completion of procedure, successful ablation of endometrial cavity following novasure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.